Event description:
It was reported that the ventilator generated alarm indicating a high air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Airway pressure high alarm occurred. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The device's logs were not available for further investigation. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the root cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).